Event description:
Initial result for a patient pro-bnp was 56. When repeated, the result was 1300. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.